Manufacturer narrative:
The customer indicated that the device was discarded. Representative devices from the same lot were received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch received from cdrh that stated:"hospira tubing list #11993-78. Lot #02-522-4w leaked at juncture that is covered by a tube is not a connection point. Second incident of weakness at that juncture another incident occurred where nursing pulled tubing apart at that area. Made assumption was because of force used with this leaking incident, feel it could be a product problem." Upon further query the following information was provided that indicated a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of paclitaxel, at an unspecified rate, via an unspecified pump. The customer contact reported that after the delivery was complete, an unspecified volume of solution leaked at the proximal pump segment of the tubing set. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided. Ref #mw5026106.